Manufacturer narrative:
The device has not been received for evaluation. We are unable to confirm the bent/dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that bg meter was reading high (>500 mg/dl) and customer vomited repeatedly. The pod was worn between 36-48 hours. The noted that bolus was dispensed to treat hyperglycemia. The customer reported that cannula looked bent and adhesive was detaching from the side of the cannula. Customer lifted the adhesive and realized that cannula was not inserted. It was also noted that customer was using expired pod.